Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has become aware of the customer complaint indicating inappropriate assessment of resident's health condition prior to resident transfer using arjohuntleigh active lift - sara 3000, in the nursing home ((B)(6)). Following the information reported on december 25, 2016 facility director of care advised to transfer the resident with using an active lift (sara 3000) and the sling. During that transfer it was observed by assisting caregivers that the resident was unable to maintain the body weight balance. The resident was described as being fully dependent on sara 3000 sling, transferred in slouched position. On (B)(6) 2016 resident's family perceived and reported to facility personnel that resident had bruising under both arms and breast, also skin laceration at calf of the right leg. In the light of these information, facility director of care and resident's family agreed that the medical assessment in the hospital ((B)(6)) would be required. She (the resident) was transferred to hospital emergency department for evaluation and received stitches on right calf. The resident returned back to the nursing home on (B)(6) 2016. After this incident, the customer facility staff decided to conduct re-assessment of the resident mobility. As the resident was no longer able to maintain the body weight balance, had no sufficient trunk control to support herself in the sara 3000 standing hoist, the facility transitioned resident care to using a full passive lifts. No apparent deficiencies with any parts of the lift or slings were indicated.

Manufacturer narrative:
Arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer using an active lift (sara 3000) and the sling, the resident sustained serious injury. The incident was reported by the nursing home ((B)(6)) representative. Following the information reported on (B)(6) 2016 the facility director of care advised his staff to transfer the resident with using an active lift (sara 3000) and the sling. During that transfer it was observed by assisting caregivers that the resident was unable to maintain the body weight balance. The resident was described as being fully dependent on sara 3000 sling, transferred in slouched position. On (B)(6) 2016 resident's family observed and reported to facility personnel that resident had bruising under both arms and breast, also skin laceration at calf of the right leg. In light of these information, facility director of care and resident's family agreed that the medical assessment in the hospital ((B)(6)) would be required. The resident was transferred to hospital emergency department for evaluation and as a result of which stitches on the right calf were required. The resident returned back to the nursing home on (B)(6) 2016. After this incident, the customer facility staff decided to conduct re-assessment of the resident mobility level. Since the resident was no longer able to maintain the body weight balance, had no sufficient trunk control to support herself in the sara 3000 standing hoist, the facility personnel transitioned resident care to using a full passive lifts. No apparent deficiencies within any part of the lift or sling were indicated. The sara 3000 device involved in the event is an active resident floor lift. This means that the resident is intended to have an active participation in the transfer process - from raising the resident to the standing position, up to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is to be mentally and physically capable of at least partial standing capability and stability. In accordance to the information provided by the involved facility personnel, at the time of the incident, the resident was not bearing her weight sufficiently. In regards to the information collected about limited resident's mobility, arjohuntleigh assumption is that assessment of this resident's health condition was inaccurate which contributed to this unfortunate incident. In the device labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. When reviewing the reportable events for sara 3000 and similar active lifts, we have found a number of cases related to the failure: patient not suited for use with the device - note that this was the only relevant issue found according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. In summary, the device was being used at the time of the event and played a role in the reported incident. Technical evaluation of the device was not possible as the device was not quarantined by the customer facility personnel. Nevertheless it need to be emphasized no device deficiency was indicated and based on that we may assume that the system was up to specification at the time of the incident. When the instruction for use would have been followed and the professional assessment of the patient before transfer would have been provided, the event would have been avoided.